Event description:
During a pta to the right sfa, both inflation and deflation difficulty was reported. An indeflator was used to inflate the balloon, but inflation took approximately twice as long as normal according to the reporting affiliate. The balloon could also not be fully deflated after inflation, and was removed as a unit along with the guiding catheter. A tuohy valve was attached to the guiding catheter hub, and as per the affiliate, it is possible that the tuohy was closed down too far, causing both reported difficulties in vivo. The report further states that the balloon inflated and deflated without difficulty once it was removed from the patient. The indeflator was said to be functioning properly. The vessel was described as being "very calcified and tortuous due to the patient's old age." There was no report of patient injury. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.